Event description:
It was reported that "the doctor did not properly change the dosage in the pump" from when she had the 18 ml to the 40 ml pump. The patient was pursuing another physician. The device system was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Additional information: product ID: 8840, serial# unknown, product type: programmer.